Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 7 of 8 devices were returned for evaluation. Evaluation of 3 devices found normal chuck wear and the turbine needed to be replaced in each device. The devices were repaired and returned to the customers. Evaluation of 4 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. This report summarizes eight malfunction events where midwest tradition handpieces would not hold dental burs. There were no injuries in any of the events.